Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2018, the liner wore down the head of a 40mm oxinium modular head. This adverse event was treated by a revision surgery on (B)(6) 2022, in which a 40mm oxinium modular head was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and revealed that that the device was wore down. The clinical/medical investigation concluded that, the provided photos were reviewed but do not indicate any clinical factors which would have contributed to the reported event. The patient impact beyond the reported revision cannot be determined with the limited information provided. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that wear of the polyethylene, metal and ceramic articulating surfaces of acetabular components may occur as an adverse event. Higher rates of wear may be initiated by the presence of particles of cement, metal, or other debris which can develop during or as a result of the surgical procedure and cause abrasion of the articulating surfaces. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include friction or joint tightness. The contribution of the device to the reported incident could be corroborated as it was required a revision surgery to treat this event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.